Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the competitor guidewire was stuck in the left ventricular lead. The lead was attempted to be flushed multiple times but were unsuccessful. Different stylets and guidewires were used but same issues resulted. The lead was flushed with saline and guidewire was able to be retracted. The lead was implanted successfully.